Event description:
It was reported the tip of the screwdriver broke off during a hardware removal surgery, there was a spare device which functioned properly. There was no reported injury and no delay in surgery reported.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.